Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al5946 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The staff found foreign matter in the newly dispensed suture when it was opened for sewing in natural birth. It was a hair. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.